Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. The sensor was inserted into the abdomen on (B)(6) 2019. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.